Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot in the guidewire cannot be confirmed due to the condition of the sample. The sample returned was one photograph of a guidewire within a plastic bag, and a product information sticker. Visual observation of the returned photograph showed a wire of unknown length within a plastic bag. One of the ends was visible, at which point the area at the tip appeared to become inconsistent, and, at least for much of this region, larger than the diameter of the wire. The nature of this unusual material and/or damage is not clear from the photograph. The wire cannot be reliably evaluated, and therefore this event cannot be confirmed, and no cause can be determined. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the sales rep that on approximately (B)(6) 2017 the facility had problems with the introducer, the wire was tied in a knot and had to be surgically removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that on approximately (B)(6) 2017 the facility had problems with the introducer, the wire was tied in a knot and had to be surgically removed. No patient injury was reported.